Event description:
This lead was explanted due to noise. There were no inappropriate shocks reported. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15.5 cm distal t the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut in the course of the surgery. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. In summary, the lead was found cut upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.